Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (unable to charge battery) was confirmed. Upon investigation , the charger was resetting due to an internally shorted component on the bedside board. The root cause of the shorted microcontroller was unable to be positively identified. There were no adverse events associated with the charger malfunction.

Event description:
A us distributor reported a battery charger was unable to charge a battery.